Event description:
It was reported that the stent shortened when deployed. A 6x60x130 innova self expanding stent was selected for implantation in the superficial femoral artery (sfa). The target vessel was approximately 5-6 cm. Deployment was performed. The innova stent was shortened by 10mm when deployed. The stent was 50mm instead of 60mm. An additional stent was placed due to the shortened stent. There were no patient complications reported and the patient's status was stable post procedure.